Event description:
Customer alleged that the lancet that is a part of the softclix device system used in finger-stick blood glucose testing protrudes beyond the device end-cap. No actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.